Event description:
Rep reported that the patient underwent a pocket revision surgery yesterday to help with her recharging issues. The initial issue that the battery was tilted causing a noticeable lump on the skin where the battery was pushing out (no pain associated). She was also having trouble with recharging. The pocket was moved to the left side of the body. At this time it is unknown if the move helped with the issue.

Manufacturer narrative:
Concomitant medical products: product ID 97755-s lot# serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information, from the manufacturing representative (rep). Indicated, that patient is having trouble getting a good connection, while recharging her battery. Best connection, occurs when there is sustained pressure of the paddle on the battery. The battery will recharge normally once connected. Patient tried a different paddle and had the same issues. Once connected there are no issues with charging other than the requirement to sustain pressure. Patient stated, that this issue started after she had gained some weight (approx over 20lbs), since the implant. Patient had reported, a similar issue on 9/28/23. However, she was educated in the office on recharging. She was contacted the following day to follow up and said she was able to recharge. She reached out today, because it is taking longer to recharge than it was a month ago.

Manufacturer narrative:
Concomitant medical products: product ID: 97755-s, serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported there were no issues with recharging; the device was working very well. All information was confirmed with hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they couldn't get the charger to work whatsoever. Patient said they had been trying for a week now and the implanted neurostimulator battery is dead, and they feel like they are dying. Patient stated usually they would connect pretty quickly to start charging and would be charged within 5 minutes, but this time they were having trouble connecting to the implant and keep seeing poor recharge quality. Agent had patient reset the controller. Patient saw no damage to recharger cord or pins. Patient attempted to start a recharge session but saw no device found. Agent walked patient through passive recharge mode. Patient was seeing 71-82-83 for a while but then said the highest number they could find was 76. Patient confirmed they were able to feel the implant under their skin. Patient stated they were leaning back on a chair with a pillow pressing up against the recharger just like they always do when charging. Patient confirmed they did not have a thick piece of clothing in between the antenna and their skin. Agent had patient try repositioning the recharger off center, but patient kept seeing "poor recharge quality." Patient explained that when they first started trying to recharge the implant, the implant was 90%. The issue was not resolved. A replacement recharger (rtm) was sent out.  Additional information was received from a manufacturer representative (rep). It was reported that they got the the recharger and still was having the same issues with telemetry. Pt had been without therapy for 3 days because of charging issues and was charging just fine last week. The rep said the pt had no falls/trauma. Controller was charged to 100%. Pt had gained 10 lbs. Technical services (tss) suggested the mdt rep. Meet in person. Additional information was received from a manufacturer representative (rep). It was reported that the pt will be seeing their doctor at some point to talk about revising the pocket.